Event description:
It was reported that the patient had increased spasticity and pain. The location of the issue or symptoms was unknown. The patient¿s health care provider (hcp) did side port aspiration and could not aspirate fluid. An x-ray performed was normal. The actions required as a result of the event included a planned revision on (B)(6) 2014. It was noted that exploration was scheduled for (B)(6) 2014 to figure out where the issue is. The patient status at the time of report was alive ¿ no injury. It was later reported that the patient started to have trouble with the pump on labor day and had acute increase in pain. The patient reported having adison¿s disease and when the patient is in pain, their stress goes up which causes other health issues which happened several time before. The patient indicated that their hcp couldn¿t withdraw medication during the port study. The hcp thought there might have been a break, leak, or blocked catheter. The hcp thought it could be pump failure, although it was reported as unlikely. At a revision surgery on the day of report, (B)(6) 2014, when the hcp checked the system there was nothing wrong. It was later reported that the cause of the patient¿s symptoms were not yet determined. The patient went in for surgical exploration on (B)(6) 2014. The hcp checked system under fluoroscopy and did not see anything wrong. The pump pocket was opened, catheter was disconnected and catheter showed spontaneous back flow. The catheter was reconnected and aspiration was successful through sideport. No issues were found and nothing was changed. The patient had a follow-up appointment with their hcp on (B)(6) 2014. At the time of event the pump was used to infuse compounded baclofen, morphine and clonidine. At the hcp appointment on (B)(6) 2014 the pump was refilled with a compounded mixture of baclofen, clonidine and hydromorphone.

Event description:
The patient inquired on why their health care professional (hcp) checked the system and there was nothing wrong. The patient wanted to know if it was possible when the hcp pushed fluid through the catheter if it unclogged the catheter.

Manufacturer narrative:
Concomitant product: product ID 8780, serial # (B)(4), implanted: (B)(6) 2013, product type catheter.